Manufacturer narrative:
Received one 60-5274-132 in opened original packaging. Lot number was verified. Performed a visual inspection, the black sheath is disconnecting from the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 7 complaints, regarding 7 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). Per the instructions for use, the user is advised the following: cautions and warnings: examine this device prior to use for damage. Do not use if damage is found. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 60-5274-132, was being used during an unknown procedure on (B)(6) 2020 when "the cannula has come off" was reported. Further assessment information was requested; however, the only known information was that the device was tested in pre-op testing, but it was unknown if this testing took place inside or outside the sterile field. The device was not used during the procedure; an alternate same device was used, and the procedure was completed as planned. There was no report of injury, medical intervention or hospitalization for the patient. Since csi-0098, rev. Ac, section 5.14 could not be used successfully without knowledge of the location of the pre-op testing, section 5.8 was used to complete the decision-making process. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.